Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that 47 months post stent graft implantation the pt was seen for the first time since the time of implant and the stent graft had slipped into the aneurysm sac. It was reported that the aortic neck had expanded to 31 mm due to disease progression. The physician elected to remove the device from the pt and surgically convert the pt to a conventional stent graft. The explanted stent graft has been received by medtronic and the analysis is pending.